Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. (B)(4). One 8fr angio-seal vip was returned for evaluation. One carrier tube assembly was returned along with the aluminum foil and the plastic pouch. The bypass tube was proximally dislodged from its manufacturing position and the anchor was deformed. Two bends were noticed near the proximal tip of the carrier tube suggesting off axis maneuvering of the device. No deformation or damages were noted throughout the length of the carrier tube which could have led to the reported event. The outer diameter of the carrier tube and the inner diameter of the distal end of the bypass tube were measured and were confirmed to meet manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the operator had assembled the angio-seal device sheath and arteriotomy locator correctly and exchange the introducer sheath with the angio-seal sheath. After inserting the bypass tube into the sheath, the operator experienced some unusual resistance in advancing the angio-seal device into the sheath. After a few attempts to push the device into the sheath, the operator managed to advance the device a little. However, realizing the difficulty may imply a potential risk of further complication, the operator decided to abandon the angio-seal and used manual compression to achieve hemostasis. The patient was reported to be safe and was discharged.

Event description:
Additional information was received on 11/18/18: the procedure performed was a percutaneous coronary intervention using a 7fr sheath.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.